Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported intermittent r-wave undersensing was observed. Review of the stored electrogram indicates some temporary drops in the r wave amplitude. Programming change was discussed. The issue was resolved confirming false episodes. Patient¿s condition was stable.